Manufacturer narrative:
Device histpry record: based on the results of the investigation all released devices from the associated work worder(s), including the suspected device, have benn manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 type of investigation- "4110: lens work order search- no similar complaint type events reported for units within the same lot." Should be in the previous MDR. H6- type of investigation: 3331 should be in the previous MDR. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue/debris on the lens. Visual inspection found no visible damage. Dimensional found the lens to be within specifications. Functional inspection found the lens to not be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.5/+3.5/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020, the lens was exchanged with a same size, different sphere/cylinder/axis lens due to refractive surprise. The problem is resolved.